Event description:
Revision surgery to remove disc replacement device and replace with fusion.

Manufacturer narrative:
(B)(4). Report indicates patient's continued post operative pain likely due to radiculopathy. Device removed and fusion treatment applied to two levels. Surgeon indicated patient had instability and might not have been a good candidate for disc replacement device. Device sent to external laboratory for analysis per protocol.